Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that the folate results are too low. The customer decontaminated the architect i2000sr analyzer and the results are now acceptable. There is no impact to patient management reported.